Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2023-05502. Additional information received indicates the patient¿s system was explanted and replaced with a penta lead on (B)(6) 2023 due to one lead migrating and one lead being fractured. Effective stimulation was restored. Ipg was electively replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on their lead. Surgical intervention occurred on (B)(6) 2023 during which it was confirmed that the lead had migrated. It is unclear which lead migrated. The lead was unable to be removed during the procedure. Further surgical intervention may occur to address the issue.